Event description:
Travel chair was being used on vacation in paris, france. As pt was transferring out of the chair, the foot rest fell down causing her to lose her balance and fall forward into the gutter. Pt was taken to the hospital for x-ray; no broken bones, but severe bruises were sustained. Pain medication was prescribed. A later doctor's eval showed no permanent injuries.